Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 9. There was no adverse impact to customer¿s blood glucose level. Tandem technical support provided information on resetting the pump but was unable to assist caller with reset during call; customer planned to call back for further assistance upon readiness to perform reset and verification of pump serial number.